Manufacturer narrative:
Clinical evaluation performed by medical affairs department: six months after primary total knee arthroplasty, loosening of the insert fixation screw was identified within the joint. The patient was asymptomatic, and the issue was detected during routine follow-up radiographs, which are available and clearly show the displacement of the screw in the posterior aspect of the femoral condyles. Spontaneous screw back-out has been previously described in the literature, most frequently attributed to inadequate tightening torque during the index procedure. However, other contributing factors cannot be excluded. At this stage, no definitive conclusions can be drawn regarding the underlying cause. The treating surgeon is currently considering revision surgery for screw removal. Batch review performed on 18 sept 2025: lot 2201061: (B)(4) manufactured and released on 05-apr-2022. Expiration date: 2027-mar-17. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.

Event description:
X-ray check-up at 7 months post-primary revealed that the insert fixation screw had become unscrewed and migrated posteriorly into the patient's joint. Immediate post-op x-rays revealed that the screw was not properly screwed during primary. Revision surgery is likely to be performed.